Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Sample investigation was not possible for this complaint due to no sample availability. However, the logs (file history of unit) were made available for review. The logs review showed the following: on 2/28/2024 and 6:41pm a dot infusion start of 1000ml and 24 hours with rate of 41.67ml/hr (dl: mesn). On 2/29/24 and 5:46pm with a volume infused to 946.03ml, new vtbi was set to 950ml with resultant rate change to 730.8ml/hr. At 7:04pm vtbi completed with a volume infused to 1896.03ml. No further infusions took place. Based on this review we concluded with issue reported not being able to be confirmed.

Event description:
As reported by the user facility: rn administered mesna at 1638. Mesna was programed by restoring the last dose given. This rn modified the volume to be infused to 950 ml, cleared the pump infusion history, and verified the settings of the duration were still correct prior to starting the infusion. Mesna is to be administered over 24 hours. Approximately 2 hours later, this rn discovered that the mesna bag was empty. Rn notified charge nurse to verify connections and settings. The settings did not show a rate or time duration of the medication. Unable to identify error with programming. Concentration, dose and bsa were still correct. No pt injury was reported.